Event description:
Additional information was received confirming device was replaced with a new one. However, no patient injury resulted.

Manufacturer narrative:
Report source: foreign (B)(6).

Event description:
Information was received that a smiths medical portex endotracheal tube cuff was drilled. No adverse patient effects were reported.